Event description:
Country of complaint: (B)(6). During insertion of the rod, the inlay of the screw became loose. Prolongation of the surgery of more than 15 minutes.

Manufacturer narrative:
Evaluation on-going at original manufactruing site.

Manufacturer narrative:
The screw was received in a clean/decontaminated state. The body of the screw displayed scratch marks. Microscopic investigation completed using "keyence - vhx 600d". During review of the plates it was noted that the thap in noses are bent. With the nose out of alignment, a reliable catch of the insert in the body is no longer possible. Construction drawing excerpt provided for explanation. It was also noticed that there was a damaged thread in the body and the hexagon is damaged in the upper section. The catch slot of the body was also scratched. Manufacturing documents were reviewed and found to be according to specification during the time of production. Root cause is handling related. The damaged hexagon, caused by an incorrectly attached hex- key, in conjunction with the bent snap nose plates is an indication that the screw was driven at an incorrect angle. This leads to a to high load at the inlay, which result is a bending of the snap nose plates. The damaged initial thread is an indication that the rod was fully engaged and the surgeon tried to tighten the rod. Corrective / preventive action is not required.